Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This device case, which does not regard an adverse event, reported by a consumer who contacted the company with a product complaint, regards a female of unknown age and origin. The patient was taking an unknown medication for an unknown indication. On (B)(6) 2010, it was reported that the patient's humapen memoir pen was displaying a series of lines flashing on the display, and the patient was unable to return the pen to the ready mode. The pen was returned to the manufacturer on (B)(6) 2010, and it was found to have missing segments in the dose number one's spot and reset mode. This humapen memoir is associated with product complaint (B)(4)/ lot number 0808c01. The training status of the patient user was not provided. Duration of use of the humapen memoir was not provided. The suspect device was returned to the manufacturer. It was not known if the user continued to use the same device model.